Event description:
Per cnss communication pt experienced: "high pressure alarm on cadd legacy pumps. Description of event: from (B)(6): mutual pt is currently admitted at (B)(6) for another episode of 'high pressure' alarm on his cadd legacy pump. He has had multiple ER visits in the past 6 months for similar issues. His veletri is currently running into his tunneled catheter without a high-pressure alarm for last 1 hours, but we plan to keep him an additional 24 hours to ensure no issues. He just had a new tunneled catheter placed on (B)(6) 2024, so we're not sure that these alarms are related to the line or if there is a component of line/pump management." No additional info, details, or dates available. Hospital admission date or current length of stay is unknown. Malfunctioning pumps serial numbers and maintenance due dates are unknown. Winrevair maintenance dosing began (B)(6) 2024. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Pump return tracking info is not available. Photographs were not provided. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contributed to pt or clinical injury? Yes, if yes, was any medical intervention provided? Pt hospitalized. Is the actual device available for investigation? Yes, did pharmacy replace the device? Yes. Did the pt have a backup device they were able to switch to? Unk. Was the pt able to successfully continue their infusion? No. Reported to (B)(6) by health professional.